Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). Additional information provided in d5, e4, h3, h6, and h10. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A sample was received to perform an investigation. A visual inspection of the returned pump found the upper back label missing. A review of the pump event history log found no evidence related to the reported problem. Three accuracy tests were run, and the pump was found to be within manufacturing specifications. No root cause could be determined as the complaint could not be confirmed.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump failed accuracy by -7.5%. No patient involvement reported.